Event description:
Patient reported right side rupture, distortion, and exchange from textured to smooth due to the patient's concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety product/procedure: unable to observe as it is not related to the device. Visibility/palpability: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d9, h3.

Event description:
Patient reported right side rupture, distortion, and exchange from textured to smooth due to the patient's concern with the product. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported right side rupture, distortion, and exchange from textured to smooth due to the patient's concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.